Event description:
The end user reports that the front rigging foot plate, the circular part, has cracked down where the pin connects to the knob that connects the foot rest.

Manufacturer narrative:
.